Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient was in coma following the ins suddenly shutting off. It was reported that the patient charges their device every sunday but the day prior to the report, the ins turned off. As patient was trying to charge, they became unresponsive. Patient was currently in hospital in (B)(6). It was noted that patient came in with a fever of 103 f, and with tylenol it dropped down to 100-101 but it had not gotten any lower. It was reported that patient was minimally responding and could not open their eyes or squeeze hands. It was stated they were able to get the ins charged to 75% and started to see some improvement in the patient. No falls/trauma that could be related to this issue were reported. The caller was walked through steps to see the ins recharger (insr) screen, it showed on and battery level was 75%. The need to have a manufacturer's representative (rep) to check the patient's device to determine if patient could have an MRI was reviewed and contact information was provided to the medical staff to contact the rep to come in to check the ins system. No further patient complications were reported/ anticipated as a result of this event.